Event description:
USA. Allegedly, the patient reported bilateral breast asymmetry and tenderness to palpation. She was diagnosed with capsular contracture, baker grade IV, with significant firmness and palpable irregularity. Revision surgery is planned. ((B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade IV.